Event description:
Customer reported being hospitalized & treated for hypoglycemia after basing insulin dosage on a compact plus system blood glucose result of hi, which on the compact plus system indicates a result in excess of 600 mg/dl. Strips not available for return, replacement system sent.